Event description:
It was reported that occlusion alarms occurred, which impacted blood glucose levels significantly, causing them to exceed 500 mg/dl, specifically reaching 564 mg/dl. The customer addressed the high blood glucose by administering a correction injection and subsequently resolved the occlusion issue by changing the infusion set and cartridge, allowing them to resume insulin therapy. There was no need for third-party assistance, and no recurring occlusion issues were reported. Technical support closed the case after resolution.